Event description:
It was reported that catheter break occurred. An angiojet catheter was used in a thrombectomy procedure. During the preparation, it was noted that the device was cracked at the rotating portion of the catheter. The procedure was completed with an angiojet zelante catheter. There were no patient complications reported.